Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated the cause of the pump migrating was an auto accident. The seat belt sat across the pump and it showed the pump. It was noted a large hematoma formed over the area. It was also reported no steps were taken yet to resolve the pump movement. The issue was not resolved, and the pump was still slightly tilted. The patient¿s weight at the time of the event was (B)(6). No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving clonidine and bupivacaine at an unknown concentrations and doses via an implantable infusion pump. The indication for use was non-malignant pain and failed back surgery syndrome. It was reported that following a car accident the pump migrated. Per the caller the healthcare provider (hcp) was still able to perform refills but it was difficult to perform due to the pump migration. No symptoms were reported. It was noted the patient had no current healthcare provider (hcp); a physician listing was provided. No further complications have been reported as a result of this event.